Event description:
It was reported that a user experienced intermittent communication failure when attempting to pair a dexcom g7 continuous glucose monitor (cgm) to the ilet, resulting in a lapse of cgm readings on the ilet while pairing was resolved; troubleshooting and education were completed, re-entering the pairing code, confirming the correct code, and managing bluetooth settings, after which the sensor activated and readings resumed on the ilet. The user experienced a glucose peak of 216 mg/dl and no associated symptoms were reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem and identified the device component as the antenna within the electrical and magnetic domain contributing to the communication issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.